Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged. The patient with this lead is not pacemaker-dependent and had no symptoms related to the dislodgement.